Manufacturer narrative:
Concomitant medical products: product ID 3877 lot# serial# unknown product type lead product ID 3877 lot# serial# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause was not identified. The first implant was performed 10 years ago and the last replacement of the implantable neurostimulator (ins) was performed on november 2018. The problem has not been resolved and revision had not been scheduled yet.

Manufacturer narrative:
Concomitant medical products: product ID 3877, serial# unknown, product type lead. Product ID 3877, serial# unknown , product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient only felt pain when the ins was activated. It was noted that there wasn't a surgical intervention scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3877, serial# unknown, product type: lead; product ID: 3877, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3877, serial/lot #: unknown; product ID: 3877, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they were in the hospital with their ins turned off. An impedance check showed that the impedances on one lead were all high (> 10k ohm) otherwise, the other lead had the impedances in the correct range. The patient was reprogrammed using only the lead with the correct impedance but when the stimulation was activated the patient reported pain at the ins pocket. It was noted that the patient was probably going to have a revision of the implanted system after the summer, but a date had not been scheduled yet. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No further complications were reported/anticipated.